Manufacturer narrative:
The top of the vaporizer has an instruction printed on the plastic it states warning: do not operate without head properly secured. To remove vaporizer head, refer to the instruction manual. To avoid possible burns, allow time for the water to cool before removing. There is also a sticker on the side of the vaporizer which reads caution: for protection against electrical shock, burns, fire & hazards. There is an instruction that states,"turn the vaporizer off by unplugging the unit when not in use, before moving, filling or cleaning. Never tilt, move or attempt to empty the tank while unit is operating. Wait 15 minutes (or until cool) after the unit is turned off and unplugging before attempting to refill water tank" and consumer failed to perform that instruction. There is an instruction that states, "do not touch unit or steam vapor during use. Steam is hot and burns can occur". There is an instruction that states, "regular cleaning of the unit is needed. Please refer to the cleaning section in this manual" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer's daughter alleges her mom spilled water on her arm while removing the top from her vaporizer while it was still hot. Consumer received a burn on her left wrist from the vaporizer. There was not a report of property damage with this incident.